Manufacturer narrative:
The reported events were lead slack issue, failure to capture, r-wave amplitude variation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood and tissue. X-ray examination of the lead found the inner coil at the connector region was over-torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue and over-torqued inner coil. The reported events of failure to capture and r-wave amplitude variation were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a lack of lead slack, loss of capture and r wave amplitude variation were observed on the right ventricular (rv) lead. During revision, a helix rotation issue was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.